Manufacturer narrative:
The insulin pump was received with moisture damaged found on the lcd board. All of the buttons functioned properly and no moisture damage was found on the keypad traces or motor noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked reservoir tube lip, cracked belt clip slot at the battery tube threads area and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 152 mg/dl. The customer reported that the device was exposed to chlorine water from the water park. Customer stated that she got splashed on while at work. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.